Manufacturer narrative:
One device was received for investigation. Visual inspection of the device showed no damages or other defects. Functional testing of the device occurred. No discrepancies were detected on the sample, the test successfully passed with a result within specification. The reported complaint is not confirmed. No action will be taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported the disposable under delivered. Writer went to change med bag and noticed quite of bit med left in med bag, with pump saying 90mls remaining, even though last dose of med went thru 3hrs prior. No adverse patient effects were reported by the customer".

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.